Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Routine maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.